Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the integrated electro surgical generator unit (iesu) was intermittently displaying c-30 errors. The intuitive surgical, inc. (Isi) technical support engineer (tse) recommended power cycling the iesu. The procedure was completed as planned with no reported injury. On 10-feb-2023, intuitive surgical, inc. (Isi) contacted the original reporter and obtained the following information: system functionality was checked upon system power up with no issues found. The surgeon power cycled every time the error occurred and completed the procedure robotically.

Manufacturer narrative:
Based on the claim against the product by the customer noting repeated c-30 errors on the integrated electro surgical generator unit (iesu), an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the issue and replaced the iesu. The system was tested and verified as ready for use. Isi has received the iesu, but failure analysis has not yet been completed. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained. This complaint is considered a reportable event due to the following conclusion: it was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the integrated electro surgical generator unit (iesu) exhibited a persistent issue during the procedure. The iesu was replaced after the completion of the procedure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section model # is not applicable. Field implant date is blank because the product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the integrated electrosurgical generator unit (iesu) involved with this complaint and completed the device evaluation. On 21-feb-2023, failure analysis (fa) investigations of the returned unit could not be reproduced nor confirmed the customer reported complaint. The iesu generator was tested, and the unit energized, cauterized, and all ports recognized instruments with no issues noted. As a safety precaution, the unit will be returned to the original equipment manufacturer (OEM) for further investigation.